Manufacturer narrative:
Aortic neck diameter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for endovascular treatment of a 4.5 cm in diameter abdominal aortic aneurysm. The aortic neck was narrow, thrombotic, and reverse tapered. The aortic neck was 15 mm at the renal artery and 21 mm in diameter just above the aneurysm. It was reported that the final angiography indicated notable stenosis in the ostium of the right renal artery (ra); yet, almost no delay was seen in the blood flow into the ra. The physician elected to implant the stent graft partially covering the right renal artery in order to prevent the occurrence of a proximal type I endoleak. The physician was satisfied with the outcome post index procedure. However, a one week postoperative CT scan showed stenosis in the right renal artery had progressed significantly. Therefore, ptra (percutaneous transluminal renal angioplasty) was urgently performed. The physician inserted various catheters and guidewires, via the brachial artery approach, but cannulation to the ra was unsuccessful, and thus the catheters and guidewires used were withdrawn. The ra remains occluded. Per the physician, the cause of the event is related to the patient¿s anatomy; narrow, thrombotic, and reverse tapered aortic neck. No additional clinical sequelae were reported and the patient will be monitored by the physician.